Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) exhibited high out of range shock impedance, measuring greater than 200 ohms and noise. Additional troubleshooting was performed and high out of range shock impedance was confirmed with arm movements and manipulations. A chest x-ray was performed and no anomaly was noted. The device was reprogrammed and the plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in service.